Event description:
Employee transferring pt to chair per lift, when lift tilted and resident began to fall. The resident/pt was too large for employees to break her fall. Employee could not tell if lift was locked in place. Pt sent to hospital with multiple fractures.